Manufacturer narrative:
Age at time of event: (B)(4) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured at 8atm on the 1st inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit, positive pressure was applied and liquid was observed to be leaking from a longitudinal tear at 0.5 mm proximal to the proximal end of the proximal markerband and extending to 2 mm proximal to the proximal end of the distal markerband. A visual and microscopic examination observed no damage to the tip, blades or delivery system. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous mid right coronary artery. A 10/4.00 flextome putting balloon was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured at 8atm on the 1st inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.